Manufacturer narrative:
This report is being submitted to update additional information in section b4, b5, g3, g6, h1, h2, h6 and h11. Upon reassessment of the reported event based on additional information, this product did not cause or contribute to the reported event as it was confirmed there was no issues with the device. This initial report submitted needs to be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the reported event based on additional information, this product did not cause or contribute to the reported event as it was confirmed there was no issues with the device. This initial report submitted needs to be voided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that two right fossa implants were used for a patient on the same day for an unknown reason. One of the fossa's was explanted due to an unknown reason on the same day as date of implantation.